Event description:
Technician reported a system 1000 hemodialysis device switched to an unintended concentrate proportioning ratio. A patient treatment was completed with no alarms indicating a problem. The following day the patient reported feeling "bad". Pt was directed to the emergency room, but was not admitted and was rpeorted to be doing fine.